Event description:
Pt called to say elastomeric device leaking (delivering meropenem). Pt brought elastomeric to department; stated tubing leaking at distal portion of tubing where tubing enters luer lock.